Event description:
A report was received that a patient was explanted due to her body rejecting the implant. The patient experienced redness and drainage at the lead site. The patient was prescribed antibiotics and is reportedly doing well.

Manufacturer narrative:
The devices will not be returned to bsn as they were discarded by medical facility.